Event description:
A pump was reported to have declared alarm 20 during pumping, with a previous occurrence noted. Although the issue happened, the customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was advised to use multiple daily injections as a backup therapy and was directed by technical support to return the problematic pump and await a replacement.